Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a burnt valve 100 which caused smoke and a burning smell. The burning smell and smoking were noticed when the machine was in standby/ setup/ complete mode. The patient was not connected and there was no harm to any patients or individuals because of this malfunction. The bmt did not report melting, spark, flame, or arcing. The valve was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test. The machine has 36,124 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that valve 103 and its housing were damaged due to the burnt valve 100. The bmt replaced valve 100 as well as valve 103 and its housing to resolve the issue. The bmt reported that the machine has been returned to service without issue. The complaint device is available to be returned to the manufacturer for evaluation; however, four photos were provided.